Event description:
It was reported that the external pulse generator was getting an error message. The biomedical engineer was unable to duplicate except to press the "pause" button during the self-test. The device has been returned to the biomedical department multiple times for the same error. The biomedical engineer has been able to clear it but the user says it keeps coming back. The keyboard was replaced as a preventative measure but the situation did not resolve. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator was getting an error message. Biomedical engineering was unable to duplicate the event except to press the "pause" button during the self-test. The device has been returned to biomed multiple times for the same issue. Biomed is able to clear the error but the user says it keeps coming back. There were suspected bubbles in the keypad-overlay, and it was recently replaced. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicates the epg has experienced the start up/self test error "[three] to [four] times." The biomedical department is able to clear the error, but "it keeps coming back." The epg is being returned for service.

Event description:
It was reported that the external pulse generator was getting an error message. Biomedical engineering was unable to duplicate the event except to press the "pause" button during the self-test. The device has been returned to biomed multiple times for the same issue. Biomed is able to clear the error but the user says it keeps coming back. There were suspected bubbles in the keypad-overlay, and it was recently replaced. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator (epg) experienced a start up/self test error and the biomedical department could not duplicate the error. The epg was "restored." No patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicates the epg has experienced the start up/self test error "[three] to [four] times." The biomedical department is able to clear the error, but "it keeps coming back." The epg is being returned for service. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming tests and bench test.